Event description:
Mom states that two weeks ago the patient went swimming and noticed moisture under the display. Mom states he put it in rice and there is no moisture under the display at this time. The patient's nurse advised her to call animas because the buttons were sticking. Mom states it is the up, down, and ok buttons that are sticking and it is causing the screen to scroll on its own at times. Mom denies any damage to the keypad. The pump is cleaned occasionally with an alcohol wipe. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was a hole in the keypad next to the down arrow button and on the ok button, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow, down arrow and ok buttons had intermittent response and required multiple presses with increasing force to evoke a response. The contrast button was responsive. Scrolling was not duplicated. The keypad cover was removed for investigation and revealed corrosion under the contacts of the up arrow, down arrow and ok buttons. A leak test was performed with no resultant leak(s). There was no evidence of moisture visible behind the display lens. The pump was opened for investigation and there was no moisture ingress visible.